Event description:
It was reported that during the insertion procedure, "when removing the stylet from the catheter, the luer came off however the stylet did not come out. The dr did not feel that the stylet was in the catheter and has used the catheter without poor results. There was difficulty with flow and pressures via hand flush/resistance. Another physician inserted a guide wire and removed the stylet from the catheter. The catheter is now functioning fine."